Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead 2012 (B)(6), 6947m implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that during a procedure to revise a dislodged ventricular lead, the atrial event marker was suddenly no longer displayed. It was noted that the patient was in atrial fibrillation. On the analyzer the atrial amplitude was acceptable, so a device malfunction was suspected. The ventricular lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event. Further information indicates the right ventricular (rv) lead had dislodged. There was no complaint on the left ventricular (lv) lead.

Event description:
It was reported that during a procedure to revise a dislodged ventricular lead, the atrial event marker was suddenly no longer displayed. It was noted that the patient was in atrial fibrillation. On the analyzer the atrial amplitude was acceptable, so a device malfunction was suspected. The ventricular lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The incorrect suspect medical device model 4194/serial (B)(4) was inadvertently reported for this complaint under manufacturing report number 2649622-2013-00930 and as a result this report is being redacted. The available information reasonably suggests that a medtronic product was neither a cause nor a contributing factor in a death or serious injury and the available information reasonably suggests that the device was able to perform its essential function. Corrections: (B)(4).